Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient informed the mss that she has been getting readings in the ¿high 200-300mg/dl¿ range for a while. The patient manages her diabetes with humulin r (14 units) and humulin n insulin (15 units) before meals and self-adjusts based on her meter readings. She reportedly woke up at approximately 2am on (B)(6) 2014 ¿not feeling well¿ but couldn¿t describe symptoms. She tested on the subject meter and the meter read higher than usual (high 200¿s). The patient reportedly administered 4 or 5 units of humulin n based on the meter reading and went back to sleep. The patient stated that her normal blood glucose range is 117-120mg/dl, a little higher when she feels ill or tired. The patient reported that she felt nauseous the following morning/afternoon but she was still testing high so she reduced her food intake during meal times that day. At an unknown time in the late afternoon she became increasingly nauseous, began sweating and shortly after became unresponsive. Her daughter checked her blood glucose and reported that it was high (result unknown). At approximately 8:45pm, she contacted the emergency medical services (ems) and when they arrived, they checked her blood glucose using their ems meter and she stated her blood glucose was below ¿30mg/dl.¿ the ems gave the patient a glucose solution to drink and food until her blood glucose went back up. Per the patient it took several hours for her to feel better. The patient was not taken to the hospital. She claimed a similar incident occurred last week with the subject meter, she claimed she felt nauseous and tested on her meter and obtained a reading of ¿300mg/dl¿ and then tested on a family member¿s meter (accuchek) and reported the value was 250mg/dl.¿ the time between the two tests is unknown. The patient denied treating herself for her symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/14/2014). The lay user/patient¿s test strips have been returned on 10/09/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings:the test strips passed all testing with no faults found; the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/12/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.